Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to the device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, leakage from the valve. No patient harm. Inserted 230823. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, leakage from the valve. No patient harm. Inserted 230823. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking valve was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The unit was functionally tested by flushing the luer with water using a 12 ml luer lock syringe. During testing, no leaks were identified. The solo valve was separately tested by infusing the catheter with water and suspending the catheter upside down to observe if the solo valve leaked; however no leaks were identified. Based on the available evidence, the reported failure could not be confirmed. This complaint will be recorded for future trending and monitoring purposes.